Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety shield on the bd venflon¿ pro safety peripheral safety IV catheter failed to deploy when the sharp was removed from the cannula. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: no sample was returned for investigation. The returned photo shows that the needle cap has been separated from the cannula hub without activating the safety mechanism. A device history record review showed no non-conformances associated with this issue during the production of this batch. Investigation conclusion: the non-conformance of this complaint cannot be determined as the actual sample was not returned.

Event description:
It was reported that the safety shield on the bd venflon¿ pro safety peripheral safety IV catheter failed to deploy when the sharp was removed from the cannula. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the safety shield on the bd venflon¿ pro safety peripheral safety IV catheter failed to deploy when the sharp was removed from the cannula. There was no report of exposure, injury, or medical intervention noted.